Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic pneumectomy, the jaws did not open at the 4th stroke of the 3rd firing after the device was fired on the lung parenchyma. The cartridge was gold. Reinforce material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.